Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4169529,I,D,0,Edwards SAPIEN XT,9300TFX29,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006. THIS REPORT SUMMARIZES THE 1 DEATH EVENT. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE NOE TAGS PENDING FINAL MIGRATION FROM THE ESUBMITTER TEST ACCOUNT TO ESUBMITTER PRODUCTION ACCOUNT.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 20TH, 2018 DATA EXTRACT FOR DEATH EVENTS FOR THE SAPIEN XT VALVE.